Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during bypass of gastroenterostomy, at jejunum resection, the surgeon fired the device as usual then opened the jaws, however resection and stapling of the distal end were incomplete. The staples were u-formed and staple line was random. The surgeon completed the case with manual suturing and with another device. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device with articulating vascular/medium reload. The reload was partially fired with the interlock engaged. Staple pushers were visible at the 1cm cut line indicating the point where the handle compression had stopped. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers¿ quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.